Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was also received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a blood at site after noticing a crack on the insulin pump. Customer stated that she woke up with a high blood glucose and changed the site. Customer stated that the site bled but did not show signs of infection. Customer stated that the site is not actively bleeding at the time of the call. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer also stated that there is a scratch on the screen that might be a crack. Customer noticed it a week ago and thinks it is crack now. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that the dog may have scratched it with its nails when they were playing with the dog. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.